Event description:
Per the clinic, the patient experienced post-operative haematoma and infection around the abutment due to loss of the healing cap.a revision surgery was performed on (B)(6) 2013, and the patient was receiving IV antibiotics (type not reported).the patient was successfully equipped with another healing cap.

Manufacturer narrative:
(B)(4): implanted device remains.